Event description:
Information received indicates the bed is in the chair position and the head motor is not going up or down.

Manufacturer narrative:
The technician isolated the issue to a worn head motor. He replaced the head motor to repair the bed.